Event description:
It was reported that the device exhibited a system fault alarm. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone: +1(724)772-6000 ext. 298253. H3: the device was received for evaluation. A visual inspection noted that the device was used and not in its original packaging, was decontaminated, the screen was scratched, and the syringe port cracked. Functional tests were performed. The reported problem was confirmed. The root cause of the problem was error code 112 due to an intermittent motor. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result, the motor was replaced. The front and rear housing, housing seal, syringe, battery cap, keypad, dso assy and rear label were also replaced. The device then passes all functional tests.